Event description:
It was reported that during a pta treatment procedure involving the superficial femoral artery (sfa), the tip of the symmetry balloon catheter came off inside the patient and was not successfully retrieved. The physician placed stent to trap the balloon tip against the wall of the vessel. The procedure was succefully completed with another symmery balloon catheter. No patient injuries or complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.